Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed in-stent restenosis target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and the balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole 17.2cm from the proximal markerband. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed in-stent restenosis target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter. No patient complications nor injuries were reported.